Event description:
"We had event on 01/03/2006 of 2 bags breaking after freezing. The lot number is h05e26033. Sample is not available at this time as it is being stored as backup. A total of 6 bags were collected in 01/2006. On 01/13/2006, as bags were being prepared to be ready for patient transfusion, 2 bags were noted to be cracked. The patient was tranfused in 01/2006 with 2 other bags from the previous collection. There are 4 bags left for this patient, the 2 that are know to be cracked, and 2 that are in good condition. The patient received a sufficient dose of cells at this time. The remaining bags are stored in liquid nitrogen in the vapor phase. There was 70ml of product in each of the bags from this collection." Facility uses metal cassette for freezing and storage. Facility uses a cryogenic freezer. No patient information is available. Product was stored from 01/2006 through present (product remains stored).